Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. A medtronic representative went to the site to test the equipment. Imaging system failed the mechanical test. Mobile view station (mvs) displays "windows could not start because the following file is missing or corrupt: \windows\system32\config\system". The medtronic representative reloaded 3.1.6 software on the mvs. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with software was reloaded. The software investigation found that a probable cause was unable to be determined, software 3.1.6 was reloaded; no logs are available for investigation. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the site informed him that the imaging system would not boot and was displaying windows boot error message during the procedure. The surgeon opted to complete the procedure with the use of another imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No further details regarding this issue, or specifically during what procedure, were provided.